Event description:
Sensing measurements were still poor after repositioning the lead. Therefore, the lead was explanted and replaced without further incident.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing were performed to assess the lead's electrical continuity and insulation integrity. Measurements throughout these tests were within normal limits. Final analysis was unable to confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not sensing due to dislodgement. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.